Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Images within the journal article have been reviewed. Most images do not depict depuy devices. The x-ray images depicting the implanted devices manufactured by depuy does not find anything indicative of a product problem. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled "outcomes of conversion tha after failed porous tantalum implant for osteonecrosis of the femoral head: a comparative matched study" written by jinhi ma, bailiang wang, debo yue, wei sun, weiguo wang, and zirong li published by hip international published online/accepted by publisher april 12, 2019 was reviewed. The article¿s purpose was to compare clinicoradiologic outcomes and complications of tha after failed porous tantalum implantation (pti) with those of primary tha without any previous surgery for osteonecrosis of the femoral head (onfh). Pti group had 34 hips (32 patients) underwent a tha after a failed pti (competitor product) and primary group had 32 hips (25 patients) underwent tha after no previous operations. All patients were implanted with pinnacle cup, corail or summit stem, and a ceramic on ceramic or ceramic on poly bearing. Findings: no significant complications after tha between the 2 groups. No dislocation, intra-operative fracture, infection, osteolysis, dvt, sciatic nerve palsy, or squeaking were observed in either group. No hip required revision surgery during the follow-up period. Leg length discrepancy was noted in both groups. No mention of how many hips involved and no treatment indicated. Depuy products: corail femoral stem. Summit femoral stem. Pinnacle acetabular cup. Ceramic femoral head. Ceramic or polyethylene acetabular liner.